Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that sometimes the patient could feel stimulation and other times they could not. This started around (B)(6) 2019. The patient had moved since then and did not have access to their patient programmer. The patient informed their new health care provider (hcp) about this event but had not had a meeting scheduled due to the current covid-19 situation. No further complications were reported.